Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review. No new information was identified that changes the previously submitted device investigation or its conclusions. Medical safety/clinical review medical safety/clinical reviewed the event. A 70-year-old male with a medical history significant for coronary artery disease (des ×3), chronic obstructive pulmonary disease, hyperlipidemia, chronic angina, prior cerebrovascular accident, neuropathy, and a 30 pack-year smoking history presented to the emergency department on (B)(6) 2025 with dyspnea, altered mental status, chest pain, nausea, dizziness, and diaphoresis. Evaluation revealed elevated troponin, right bundle branch block, severe left ventricular dysfunction (ef ~15%), aortic valve stenosis, and mitral valve regurgitation. Cardiothoracic surgery was consulted. The patient was taken to the operating room for aortic, mitral, and tricuspid valve replacement, coronary artery bypass grafting ×3, and maze procedure. A decision was made preoperatively to provide mechanical circulatory support (mcs) with an impella 5.5 device. Following implantation, the patient developed low flow with decoupled left ventricular waveforms. Echocardiography was performed to confirm device position. During attempts to reposition the device to improve flows, the impella 5.5 was accidentally withdrawn from the left ventricle. The patient was transferred to the cardiac catheterization laboratory, where attempts to re-advance the device across the aortic valve using a buddy wire and pacing were unsuccessful. The patient was then taken back to the operating room for open chest access, where the device was removed and re-access of the left ventricle was attempted using wire and catheter under mobile fluoroscopy and transesophageal echocardiography. During this process, the impella 5.5 developed purge flow issues with eventual purge blockage. The physician elected to exchange the device. After implantation of the replacement impella 5.5, the device continued to demonstrate low flow and low left ventricular pressure despite support. The patient required high-dose inotropes and vasopressors and had poor arterial blood gas results. Given the patient's illness, poor prognosis, and concern for further escalation (including ECMO), the physician elected not to pursue additional mechanical support. After discussion with the family, a decision was made to withdraw care, and the patient expired after approximately two hours after start of the impella 5.5 pump mechanical support. The event story includes two product complaints: impella 5.5 pump 1 sn (B)(6) - MDR 1220648-2025-48069: serious injury. Impella 5.5 pump 2 sn (B)(6) - MDR 1220648-2025-48157: death.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. The cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: data log shows low pump flow without any suction alarms throughout the case run. No abnormalities were reported in pump position or motor current spike. The case run was around 30 minutes, so the trend in placement signal could not be adequately assessed. The cause of the low pump flow issue was most likely related to patient condition, based on the given clinical details and data log review. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient noted as high-risk for a coronary artery bypass surgery was implanted pre-operatively with an impella 5.5 device for mechanical circulatory support. The patient had presented to the emergency room on (B)(6) 2025 with dyspnea, chest pain, nausea, dizziness, diaphoresis, and altered mental status. The patient was found to have elevated troponin levels and had an ejection fraction of 15% with mitral valve regurgitation, aortic valve stenosis, and right bundle branch block. The decision was made to bring the patient to the operating room for a high-risk surgery for aortic valve replacement, mitral valve replacement, tricuspid valve repair, triple coronary artery bypass grafting, and maze procedure. An impella 5.5 was placed pre-operatively. After successful surgery, the patient was removed from cardiopulmonary bypass and was bridged back to impella 5.5 support. The patient was released to the intensive care unit (ICU) for rest and recovery. In the ICU, the patient received two units of fresh frozen plasma, one unit of platelets, and 750 milliliters of albumin to replace lost volume from the surgery. It was noted that the drainage from the patient¿s chest tubes was slowing down, and when the bleeding slowed down sufficiently the impella performance power would be increased to p9. The following day, the patient began to experience impella flow issues and left ventricle waveform decoupling and required increased inotrope and pressor requirements. Despite continued resuscitation, the patient continued to decompensate. An echocardiogram was performed to review the impella placement. The impella placement was viewed and determined to be adequate, however the decision was made to reposition the impella to investigate if pump flows would improve. During the repositioning, the impella 5.5 was inadvertently pulled out of the left ventricle. The physician declined to cannulate the patient for extracorporeal membrane oxygenation (ECMO) and instead controlled the patient¿s blood pressure with vasopressors. The patient was taken to the cardiac catheterization laboratory to try and advance the impella 5.5 back across the valve with a buddy wire and pacing, but attempts were unsuccessful. The patient was brought to the operating room to re-open the chest cavity, pull the impella 5.5, and re-access the left ventricle using a wire. During the process, the pump began having purge flow issues and eventually a purge block. The physician decided to exchange the impella 5.5 for a new pump. A new impella 5.5 pump was placed without issue, however the new pump continued to have lower than expected flows and displayed low left ventricular pressures. The physician again declined to cannulate the patient for ECMO due to the patient¿s high inotrope and pressor requirements and very poor arterial blood gas results. The decision was made to bring the patient back to the ICU and withdraw care. The peel away sheath was removed, the patient¿s chest was closed, and the patient was returned to the ICU on impella 5.5 support. The family decided to withdraw the patient¿s care due to poor prognosis. The patient¿s care was withdrawn and the patient expired. This complaint involves two impella devices: pump 1: impella 5.5, with serial number (B)(6) pump 2: impella 5.5, with serial number (B)(6) this report specifically addresses pump 2. A separate report will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.